Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if issue returned, and caller acknowledged these instructions.